Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This MDR represents the bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the 3dmax (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a large hernia sac was noted and dissected out. The contents of hernia were reduced. A portion of sigmoid colon adherent to hernia sac was taken down. A bard flat mesh (device 1) was placed and secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of 3dmax (device 2). Per op notes, ¿on the right inguinal region, there was evidence of prior mesh and no hernia noted. On the left inguinal region, the prior mesh (device 1) was noted. An indirect hernia sac with bowel was noted and reduced. The hernia sac was dissected off. A 3dmax (device 2) was placed and secured using sutures.¿ (note: the mesh noted in right groin was unknown) (B)(6) 2017 - patient was diagnosed with multiple recurrent left inguinal hernia thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿mild adhesions of previous repair were taken down. On the left inguinal region, a large indirect hernia was noted with sliding sigmoid colon were reduced. The entire previous meshes (device 1 and 2) were reduced. The sac and colon were reduced. A synthetic mesh was placed and secured using tacks.¿